Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was powering on and off without user interaction. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the unit was powering on and off without user interaction. The biomed informed the rse that they suspected the issue to be related to a faulty power management (pm) printed circuit board assembly (pcba). The customer requested onsite service for the issue but onsite service was later cancelled by the customer. No further action required. The customer cancelled onsite service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.